Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield. Other: angiomax. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. During production all xact stents are visually inspected for stent damage (both internally and externally), dimensionally measured, and radial force tested. There was no damage noted to the stent during the original procedure. It may be possible that the fractured appearance was related to the stents design and the expansion within the patients anatomy. Under fluoroscopy, the independent ring expansion may appear as a step in the contour of the stent, and be interpreted as a stent fracture. Without images to review, engineering cannot verify the reported stent fracture and it is possible that the stents fractured appearance is anatomically related; however, this could not be confirmed. A conclusive cause could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. It was reported that a xact stent was implanted in the right internal carotid artery on (B)(6) 2006. On (B)(6) 2011, approximately 4 years post stent implant, x-ray revealed that the stent is fractured. No intervention has been performed and there has been no adverse patient effect. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there have been no other incidents for stent fracture reported for this lot. Overall, a conclusive cause could not be determined; however, based on the lhr review and similar incident results; there is no indication to suggest a product deficiency.

Event description:
It was reported that an xact stent was implanted in the right internal carotid artery on (B)(6) 2006. On (B)(6) 2011, approximately 4 years post stent implant, x-ray revealed that the stent has a grade three fracture. No intervention has been performed and there has been no adverse patient effect. Though requested, no additional information has been provided.

Event description:
It was reported that an xact stent was implanted in the right internal carotid artery on (B)(6) 2006. On (B)(6) 2011, approximately 4 years post stent implant, x-ray analysis revealed that the stent is fractured. No intervention has been performed and there has been no adverse patient effect. Though requested, no additional information has been provided.